Event description:
Healthcare professional reports results higher than reference with protime microcoagulation system. Protime generated pt/inr 5.9. The pt went to another doctor's office the next day for a repeat test and generated an inr of 2.4. Cuvette lot number not available. Customer could not confirm cuvette storage conditions. Pt's therapeutic range 2.0-3.0. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Device history record reviewed. Result: no results available since no eval performed. Itc has requested all data required for form 3500a.